Event description:
It was reported that a customer encountered a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was uninterrupted.